Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) on behalf o f the patient alleging the patient's onetouch verio iq meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred 1 week prior to contacting lfs. The reporter stated the patient uses a combination of medications including metformin 500 mg, twice a day and lantus, 59 units in the evening. The reporter stated the patient did not making any changes to his usual diabetes management routine on the day of the alleged issue. The reporter stated 1 week after the issue occurred the patient felt "tired all the time". The reporter stated the patient did not receive any medical intervention in response to his symptoms. At the time of troubleshooting, the cca educated the patient on the meter's behavior and the auto shut off function, the alleged issue remained unresolved. The cca confirmed the subject meter's battery did not need to be replaced. The cca noted this was the first time the meter had been used and there was no misuse of the product. The patient was found to be using the correct test strips. When the power button was pressed, the meter turned on, when the subject test strip was inserted, the meter turned on. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs's criteria for a serious injury. The reporter did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.